Manufacturer narrative:
The customer provided stryker with some of the patient information. The applicable patient fields have been updated.

Event description:
The customer contacted stryker to report that their device failed to power on when they attempted to use it on a patient in cardiac arrest. The patient involved in the reported event is deceased.

Event description:
The customer contacted stryker to report that their device failed to power on when they attempted to use it on a patient in cardiac arrest. The patient involved in the reported event is deceased.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Stryker performed a clinical review of the reported event and determined that it is unknown whether the device contributed to the outcome of the patient as there was insufficient information provided. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to power on when they attempted to use it on a patient in cardiac arrest. The patient involved in the reported event is deceased.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. A stryker customer quality engineer reviewed the device's key log for this event and was unable to verify an instance where the device would not power on. Stryker replaced the device's main keypad assembly and battery pins as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.